Manufacturer narrative:
The technician found that something was spilled into the side rail gumming up the side rail latch. The technician cleaned the left intermediate side rail latch assembly to resolve the issue.

Event description:
The technician alleged the left intermediate side rail would not latch. No pt impact.